Event description:
It was reported that the right ventricular (rv) lead had fractured, had low impedance, noise and oversensing. It was also reported that the right atrial (ra) lead had low impedance, oversensing, noise and mode switch episodes. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted severe explant damage.

Event description:
It was reported that the right ventricular (rv) lead had fractured, had low impedance, noise and oversensing. It was also reported that the right atrial (ra) lead had low impedance, oversensing and noise that triggered mode switch episodes. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.